Event description:
It was reported that a cadd® cadd-prizm® vip system experienced cassette damage. There was no reported patient involvement.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection was found and no major physical damages were noted on the device; however, fluid ingression was found on the pump's downstream occlusion sensor. Multiple "cassette damaged" messages were found in the event history log. The reported issue could not be duplicated during testing. No alarming "cassette damage" message was activated when latching a cassette onto the pump. The pump passed all occlusion tests. As testing was unable to duplicate the fault, no root cause could be determined.